Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions were the customer found liquid leaking from the pinch valve tube due to a crack. The customer replaced the tubing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction events. Questionable high results were generated by a cobas 8000 cobas e 602 module. The events involved a total of 3 patients with elecsys ft4 iii assay.